Event description:
Concerning failed medical / healthcare device I received a rotadent "legacy / classic" toothbrush a number of years ago but did not use it because I had another working electric toothbrush. My rotadent toothbrush remained unopened in its package until (B)(6) 2019 at which time after reading the instructions, I plugged it into its charger. A few hours later, I returned to my bathroom where the toothbrush was charging and I found that the battery had exploded and the toothbrush was in several large pieces and multiple tiny fragments. The battery end cap and internal contents were on the floor. There was a small divot in the opposite wall. Fortunately no one was in the room when the battery and toothbrush exploded. Photos of the failed device were taken. I sent an email describing the event to denmat who currently manufacture and distribute rotadent toothbrushes on the day of the incident. They have not responded as of the date of this report. I am reporting this to you since this represents a hazardous consumer medical/healthcare device. (B)(6), dmd. Oral hygiene device.